Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h6. An acute kidney injury is a sudden, often reversible, reduction in kidney function leading to waste accumulation, fluid imbalance, and decreased urine output. A post-operative acute kidney injury can range from mild to severe and can be triggered by intra-operative hypotension, hypovolemia, and nephrotoxic medications. Levels are measured through serum creatinine levels and influenced by pre-existing comorbidities, including chronic kidney disease, diabetes mellitus, hypertension, cardiovascular disease, and advanced age. These conditions, along with obesity, high bmi, and liver dysfunction, significantly increase the risk of renal complications by impairing renal autoregulation and reducing functional reserve. Treatment is focused on identifying and treating the underlying cause. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. This is a limited investigation, as per procedure, a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Additionally, part and lot/serial identification are necessary for review of device history records and a complaint history review, neither were provided. The root cause of the reported event was determined to be unrelated to the device. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. G2: foreign - event occurred in united kingdom. G2: literature - geng, z.; asamu, a.-s.; aldridge, w.; ng, a.b.y. Functional and safety outcomes of third-generation zimmer biomet g7® dual mobility total hip arthroplasty in femoral neck fractures: a retrospective cohort study. J. Clin. Med. 2025, 14, 8350. Https://doi.org/ 10.3390/jcm14238350. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a journal article that one patient in the uncemented group experienced acute kidney injury within approximately six weeks postoperatively. Attempts have been made and no further information has been provided.